Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on (B)(6) 2023, a depth gauge was broken. The depth gauge was worn out and is no longer for purpose. The device has become twisted with prolonged use and is no longer trusted as an accurate measurement. This did not impact the patient or the surgery as another tray was opened immediately. The procedure was completed successfully and no other medical intervention was required. No broken fragments were retained in the patient. The device was disposed of. No further information is available. This report involves one depth gauge for 2.0mm/2.4mm and 2.7mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.